Event description:
It was reported that the customer's insulin pump was alarming with unexplained no delivery alerts. The insulin pump was also requiring frequent battery changes and battery casing was chipped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.